Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Wrinkling of the skin: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture and "emotional impact on the patient, who was uncomfortable and dissatisfied". Device has been explanted. Patient later reported "hard" breast, rupture, "irregular contours", capsular contracture baker grade ii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and "emotional impact on the patient, who was uncomfortable and dissatisfied" . Device has been explanted. Patient later reported "hard" breast.

Event description:
Patient reported, left side rupture. And "emotional impact on the patient, who was uncomfortable and dissatisfied". Device has been explanted. Patient later reported, "hard" breast. Patient later reported, rupture. "Irregular contours", capsular contracture, baker grade ii.

Event description:
Patient reported left side rupture and "emotional impact on the patient, who was uncomfortable and dissatisfied". Device has been explanted. Patient later reported "hard" breast, rupture, "irregular contours", capsular contracture baker grade ii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 21/may/2024.